Event description:
Caller tested 4.4 inr on the coaguchek xs system while a comparison lab returned as 2.7 inr. Caller's warfarin frequency was adjusted. No adverse event reported. Requested return of suspect system and replacement was sent.